Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The instruction manual of bf-uc180f describes the reprocessing methods in the following chapters: chapter "compatible reprocessing methods and chemical agents". Chapter "cleaning, disinfection, and sterilization procedures". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The customer provided the cleaning, disinfection, and sterilization process stating the pre-cleaning detergent is sekusept multienzyme and the automated endoscopic reprocessor (aer) used is etd 3. The aer detergent is endodet and the aer disinfectant is endodis. The instrument/suction channel, suction cylinder, and balloon channel were brushed using single use single-ended and combination manual brushes. The storage practice is using an edc model d drying cabinet, and olympus is the maintenance company. The cleaning, disinfection, and sterilization (cds) was performed by the customer. There was no patient infection. This supplemental report is being submitted to provide additional information based on the information supplied by the customer. Please refer to the following sections for the new information: b3 - event date. H10 - manufacturer narrative.

Event description:
The customer reported to olympus, during receipt inspection, the evis exera ii ultrasonic bronchofibervideoscope tested positive for 4 colony forming units (cfus) of micrococcus and 1 cfu of staphylococcus. There was also a blockage in the channel that prevented a brush from going through the entire suction channel. It is unknown which channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and the investigation is ongoing. The physical device evaluation has not been completed. Prior to the device evaluation, the device was sent out for additional microbiological testing. The hygiene microbiological investigation report indicated the channels of the scope were cultured and found no contamination. The results obtained comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. The device evaluation found the cover of the charged coupled device was damaged, the image guide bundle had significant breakage, the distal end cover had a snag due to a crack, the adhesive on the bending section rubber had wear, the charged coupled device cable length was limited, and the connecting tube had a dent. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.